Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol, and misuse does not seem to be apparent. There was no known damage prior to the case. The broken instrument has been requested to be returned for investigation.

Event description:
Dr. Removed the tibial tower using the slotted hammer with the punch and punch adapter inside of the tower. After handing off the assembly to the surgical tech, the tech noticed one of the spikes had broken off and was lying beside the assembly on the mayo stand. Standard surgical protocol was followed, there was no delay to the case, the patient was not affected and the case was completed successfully.